Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6; -9.5 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. For an unknown reason on (B)(6) 2023 the lens was explanted, and on this same date a replacement lens of a longer length was implanted and this resolved the problem. The cause of the event was reported as unknown.